Event description:
Reportedly, the cpr3 head do not communicate with the subject programmer.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the cpr3 head do not communicate with the subject programmer.